Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing as it had pulled back from the target vessel and into the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.